Event description:
It was reported that (1) mcl20 device was used during a radical prostatectomy procedure. It was reported by the rep that the surgeon used the mcl20 often in their urology cases. It was reported by rep that on 11/14, the surgeon had one case in which they used the mcl20 and the clip applier stopped functioning properly halfway though the case. The operating room staff said that clips would sometimes fall out of the applier and at other times clips would not come out at all. It was unknown how the case was completed. There was no consequence to the pt.